Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73a2400442 manta 18f indicated no reworks, or other issues related to this lot, therefore the device met material, assembly, and performance specifications. Case details were reviewed. During a tavr procedure. Micro puncture and ultrasound were utilised to gain access in the right common femoral artery vessel size was 6.3mm with no reported calcium or tortuosity. Measured depth for the manta was 3.5+1cm. Time to haemostasis was 1 minute but an occlusion was noted. Footplate and collagen were both in the vessel. The CT surgeon said it looked like the footplate was dug into the posterior intima and was never seated on the anterior wall. The cutdown was successful and the patient was reported as fine with no reported harm. The root cause of the occlusion requiring surgical intervention is likely contributed to user error due to the collagen was deployed intravascular and the manta anchor was embedded into the posterior intima. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: 18 fr manta deployment led to vessel occlusion at closure site. Cutdown was needed to complete closure after physician couldn't cross the wire past the closure site. Manta footplate and collagen was in the vessel. Additional information: during a tavr procedure. Micro puncture and ultrasound were utilised to gain access in the right common femoral artery vessel size was 6.3mm with no reported calcium or tortuosity. Measured depth for the manta was 3.5+1cm. Time to haemostasis was 1 minute but an occlusion was noted. Footplate and collagen were both in the vessel. The CT surgeon said it looked like the footplate was dug into the posterior intima and was never seated on the anterior wall. The cutdown was successful and the patient was reported as fine with no reported harm.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: 18 fr manta deployment led to vessel occlusion at closure site. Cutdown was needed to complete closure after physician couldn't cross the wire past the closure site. Manta footplate and collagen was in the vessel. Additional information: during a tavr procedure. Micro puncture and ultrasound were utilised to gain access in the right common femoral artery vessel size was 6.3mm with no reported calcium or tortuosity. Measured depth for the manta was 3.5+1cm. Time to haemostasis was 1 minute but an occlusion was noted. Footplate and collagen were both in the vessel. The CT surgeon said it looked like the footplate was dug into the posterior intima and was never seated on the anterior wall. The cutdown was successful and the patient was reported as fine with no reported harm.